Event description:
It was reported that the 9800 system had no image on the left monitor during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface and generator interface boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.